Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: unknown, explanted: (B)(6) 2022, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen 2000mcg/ml at 400mcg/day via an implantable pump. Withdrawal was reported. The patient had baclofen withdrawal and a side port aspiration that didn¿t show any flow. A cap (catheter access port) study was done and no flow. The actions and interventions taken to resolve the issue was surgery to fix catheter, the kinked piece of catheter was removed. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.